Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line, health hazard analysis,and system hazard use misuse analysis. The DHR (device history review) for sterrad 200 system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 200 did not reveal a trend for odor/ smells trending analysis for odor/ smells issues associated to the sterrad 200 did not constitute a significant trend. (B)(4). There were no parts returned for investigation of the report of odor/ smells. The root cause was not determined.

Event description:
It is reported that a healthcare workers (hcw) reported an unpleasant strong odor coming from their sterrad 200 when the door was open after sitting idle. The hcw reported that when opening the door to insert a load, a strong odor was emitted into the room. There was no load in the system at the time of the event. The unit was unloaded and had not been used for two days. An asp field service engineer was dispatched to assess the unit onsite. The hcw experienced mild eye and throat irritation along with some mild light-headedness. All staff in the area were immediately removed from the work area and waited in the hall/break room for 15 minutes while the odor dissipated. The hcw did not seek medical treatment.

Manufacturer narrative:
An asp field service engineer has assessed the unit and could not confirm the customer report of strong odor after being closed over the weekend. The fse was onsite when the machine was open after sitting idle over the weekend. There was no odor when the machine was open. The fse stated that the unit met specifications.